Event description:
It was reported that a spectrum iq infusion pump did not infuse levo and did not alarm that there was an issue during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Correction b1, b2, b5, d10, h1 correction f10/h6: health effect - clinical code should be e2321 and not e2403 as previously reported correction f10/h6: health effect - impact code should be f12 and not f27 as previously reported correction b5: it was reported that a spectrum iq infusion pump did not infuse levophed during therapy. Upon arrival at patient¿s bedside the patient was hypotensive, and despite drastic increase in dosage of medication the patient¿s blood pressure did not improve. It was noted that drops were not falling into the intravenous (IV) tubing chamber and the medication was not infusing into the patient. The pump appeared to be infusing and never alarmed to indicate there was an issue. The user report indicated the event required intervention, but the specific details were not provided. Patient outcome was not provided. No additional information is available. The device was not received for evaluation; therefore, a device analysis could not be completed. A review of the event history log was performed and revealed that the user began an infusion of norepinephrine on the reported event date at a rate of 5.45 ml/hr and a volume to be infused (vtbi) of 250 ml. The history log showed a downstream occlusion alarm occurred eight (8) times, an upstream occlusion alarm one (1) time and an air in line alarm one time (1). The history log cannot be used to determine proper pump set up or actual level of fluid remaining as observed by the user. No abnormalities were noted that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.